Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they have been having trouble with the stimulation staying on for the last couple of weeks and stated they have to go in manually and turn it on. Patient stated they used to be able to lean back a little bit and it would really kick on and they would know it was running, but they have been noticing when the lean back that "like no stimulation" was going to either leg or their back so they started "using the handset to reset it." Patient reported that today the following code appeared on the handset: 0x164fb9f6. Agent walked patient through powering off the handset and resetting the communicator. Patient then powered on the handset and communicator and was able to connect and confirmed the code was cleared and their stimulation was on. Patient commented they were "already feeling better" as their back had been hurting this morning (agent confirmed this was due to not receiving stimulation due to equip ment issues). Agent redirected patient to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID a72200 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.